Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter alleged the patient experienced that day a blood glucose of 340 mg/dl, with blurred vision, and nausea, associated with an alleged temperature issue. Reportedly, the patient discontinued pump therapy and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump lost power after the battery overheated. Corrosion was allegedly on the battery after it was removed, and it was hot to touch. The patient had removed the pump to go swimming prior to the overheating. The last reported bolus was an hour and a half prior. It was also stated the patient was pregnant at the time of the incident. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a temperature issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump was exercised for 24 hours with no issues observed. The pump's black box data from the date of the event had been overwritten due to continued use of the pump. There was no indication of a voltage drop in the available history. No defects were found to the pump's internal power components.